Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. Readings similar to the readings reported by the customer were found in the meter memory.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. The reading the customer reported was found in the meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of manufacture is unknown.

Event description:
Customer reported receiving the following readings from his precision xtra blood glucose meter which were higher than he felt: 188 mg/dl at 7:30 am on (B)(6) 2010 and 214 mg/dl at 7:30 am on (B)(6) 2010. It was further reported customer experienced fatigue, polydipsia, felt like his "body was rushing out of (him)" and subsequently lost consciousness. Customer noted the symptoms were experienced by him starting in "(B)(6) till (B)(6) 2010". Customer self-presented to his healthcare provider but did not receive a diagnosis or any emergent treatment, but noted his insulin was adjusted. Customer denied self-treating. There was no report of death or permanent injury associated with this event.